Event description:
It was reported that the patient presented to the clinic for a follow-up visit after receiving inappropriate atp and hv therapy. Episodes of afib with rapid ventricular response were observed. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.